Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
In (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced peritonitis and began remedial therapy with reflin (1gm, once a day, ip), tobramycin (40 mg, once a day, ip), and heparin (500 u, three times a day, ip). The cause of the peritonitis was due to a break in aseptic technique described as the patient made a mistake. The patient was not hospitalized. Dianeal pd2 ultrabag therapy was ongoing. It was not reported whether the patient was retrained in aseptic technique. It was not reported whether the events of break in aseptic technique and peritonitis resolved. The nurse stated that the peritonitis was not related to the dianeal pd2 ultrabag therapy and did not provide a statement of causality for the break in aseptic technique.